Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during the rotator cuff repair surgery,1st time activate the device, noted the device was jammed. Changed another one, the event re-happened. Two complaint devices were received and evaluated. No visual damages, saline residues were observed in the suction tube, sings of activation can be observed on both devices. Due to the failure reported is related to suction, the devices will be sent to supplier for further evaluation. Supplier evaluation result for vapr coolpulse90 electrode: two devices were returned has part of the complaint, both devices were not returned in the original packaging, both devices are in a used condition with tissue visible in and around the tip, no visible damage to the device shaft, handle, cable or plug. The electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, and hipot active return), as a result all parameters passed. The device was functional testing using the vapr vue generator gml 4854/2, the test included different values as generator connection, flow rate test and activation test, as result the flow test fail. Flow rate test post-activation fail. Further investigation: multiple attempts to free the blockage was conducted; including a positive pressure applied to the suction path of the devices, along with a negative pressure, and both conducted whilst activating the devices. None of these attempts were successful in clearing the blockage to restore the flow rate within specification. To confirm the location of the blockage, a thin gauge wire was inserted into the suction tube of the devices and fed up the suction path until the blockage was reached. This confirmed that the blockage was at the distal end of the active suction tube and was caused by tissue debris on both devices. Multiple attempts were unsuccessful in removing the tissue debris. Supplier summary: the customer claimed that two devices ¿jammed¿ during use. The investigation established that the suction path of both devices was blocked at the distal end. The blockage was resultant of tissue debris at the tip of the devices. Multiple attempts to free the blockage were unsuccessful. From our investigation we were able to confirm the reported suction issue with an out of specification flow value being recorded for the both returned devices. The fault was confirmed to be tissue debris blocking the suction path at the distal end of the device. The blockage in the electrode tip could not be removed in either device during the investigation. The product IFU cautions not to allow the electrode to become covered in tissue debris. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during rotator cuff repair procedure on (B)(6) 2020, it was observed that the suction on the vapr coolpulse90 electrode was jammed. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.